Event description:
The customer reported that the syringes were cracking during use along the barrel towards the middle. The cracks varied in size. The solution that was being injected squirted out the side of the syringe when the plunger was being pressed. No information was received regarding any serious injury as a result of this product malfunction.